Event description:
It was reported by the customer that their transmitter was damaged. Customer stated the device is cracked on the right and left side of the display screen. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked lcd window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).